Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear was broken and torn off. It was also noted that the device failed pre-test for free movement, excessive noise and starting behavior. It was further noted that the device gear and gear wheels were jammed and the main axis and housing were internally damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air reamer device did not work before use on a patient. During service and evaluation, it was observed that the gear was broken and torn off, the gear and gear wheels were jammed, and the main axis and housing were internally damaged. It was further noted that the device failed pre-test for free movement, excessive noise and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.